Event description:
It was reported that the patient is allergic to all metal, and following emergency implant of the device the patient developed a rash over the pacemaker pocket. It was also stated that the patient has a known allergic reaction to medical tape and it was not determined whether the allergic reaction was due to the device or the medical tape. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.